Manufacturer narrative:
Updates made to: e1, e2, e3.

Manufacturer narrative:
It was reported that the decanter is not able to spike the medication bag properly. Due to this, "the patient was unable to receive the full dose of txa intra-articularlly." No injury was reported related to this incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
"The spike is jamming and not allowing it to fully seat."